Event description:
Rep reported that the patient had drain tubing disconnect from the plastic portion of the y connection near the csf port. The ICU nurse that was in the room quickly noticed a change in the icp reading on the monitor, and discovered the tubing had separated from the drain. She quickly clamped of the tubing and the surgeon replaced the drain.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device was discarded.